Manufacturer narrative:
The pipeline flex shield was returned within the microcatheter. For further examination, the pipeline flex shield was then pushed out from the catheter lumen without issues. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the pipeline flex shield braid were fully opened and moderately frayed. The middle section of the braid was fully opened, and no damage was noted. No bends were found on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. In addition, no damage found with the returned catheter. No other anomalies were observed. Based on the customer's photos, the pipeline flex shield was confirmed to have failure to opened at the middle section. However, based on the returned device, the pipeline flex shield was not confirmed to have failure to opened as the middle section of the pipeline flex shield braid was fully opened and no damage. Additionally, the distal and proximal ends of the pipeline flex shield braid appeared to be fully opened and moderately frayed. The damage to the braid on the ends of the pipeline flex shield braid is likely the results of the re-sheathing the device more than recommended two times. Possible contributing factors of failure to open include patient tortuous anatomy and damaged braid. There was no non-conformance to specifications identified that led to the failure to open issue. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex shield embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex shield embolization device has successfully expanded, deploy the remainder of pipeline flex shield embolization device by pushing the delivery wire and/or unsheathing the pipeline flex shield embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex shield embolization device. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex shield embolization device. Re-sheathing the pipeline flex shield embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This is a report for a similar device that is not marketed in the us. Suspect medical device - similar device brand name = pipeline flex w/shield technology model #: ped2-500-16. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex with shield device did not open in distal section during a procedure. The patient was undergoing coiling treatment for a small unruptured saccular right internal carotid artery (ica) aneurysm, measuring 3mmx2.05mm, landing zone distal 4.2mmx4.8mm. It was reported that the guiding support of neuron is not strong enough, it drops sometimes, but doctor acknowledged but insisted to try not to change the co axial system. The pipeline is first advanced up to proximal m1, slight straight segment for first 5-7mm segment of pipeline, the middle cerebral (mca) & ica bifurcation part is located at around 5-7mm from the distal part of pipeline therefore there is a curve there. Planned to open the distal segment and drag back down to the distal landing zone. The distal part of pipeline shield 5mmx16mm failed to open, we open it in proximal m1 and try for around 6-7 attempts to open the pipeline, using 100% push technique after unloading the microcatheter¿s tension, open the distal part in a more straight part of mca, resheath the whole pipeline to turn the ptfe sleeve to another direction and deploy it again. However, the distal part still cannot open and the quality of pipeline wires starting to be worse. But the middle part of the pipeline is able to open well. Therefore, we decided to open a new pipeline, and open the distal part in a very straight segment of mca. The 4.75mm x 16mm stent open well and deployed smoothly. There were not any patient symptoms or complications associated with this event. Yes, dapt (dual antiplatelet treatment) was administered. Asprin: aru 411, plavix: pru 121. The vessel was normal tortuous. No patient injury was reported. Second pipeline shield is well inserted, completed covered the aneurysm neck with stasis contrast flow inside the aneurysm.